Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual testing. No external damage or defects were observed. The device powered on and off using battery power and ac power while docked to the customer's docking station. The keypad and touch screen responded properly. The device was able to obtain measurements with all the enabled parameters. All alarm conditions (no sensor, sensor off, alarm limit breach etc.) Were audible and visual. However, after a few minutes of the alarm getting triggered, the audible alarm turned off and only the visual alarm remained due to a software issue. The customer¿s device software was updated to the appropriate version. The alarm was left running for 1 hour after the software update and it did not turn off. Both visual and audible alarms are now functioning without any failures. The returned docking station was also investigated and was functioning with no issues. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event. Customer zip code is entered as "00000" to meet the maximum allowable characters. Customer zip code is (B)(6).

Event description:
The customer reported the radical-7 device had no audible alarm when the device is visually alarming. No patient impact or consequences were reported.